Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was 214 mg/dl. Customer was assisted with troubleshooting. Customer was trying to push air bubble with the plunger and customer was unable to do that then changed five reservoirs before they got something working unable to fill. Customer states they were unable to press transfer guard onto vial. Customer states the transfer guard was properly in place. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir (transfer guard not returned). Using a new lab transfer guard performed pre-fill reservoir test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles.